Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2021 to convert from transcutaneous osia implant to connect system.

Event description:
Per the surgeon, the patient's incision re-opened, resulting in exposure of the device. The patient was treated with topical antibiotics. Clinical management is ongoing. The implanted device remains.